Manufacturer narrative:
The customer report of tubing disconnecting was not able to be confirmed. Dpt was returned without any attached component. No visible defect or damage was observed from the dpt. Both male luer of zero stopcock and female luer of dpt housing dimensionally passed iso standards. No leakage was observed from the kit during leak test. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the connection between the transducer of a truwave to patient tubing got disconnected while patient was sitting on the bed. Event occurred on (B)(6) 2022 and there was no harm to patient.